Event description:
Additional information was received that the patient had a mild ischemic stroke on (B)(6) 2023. The stroke was not confirmed in imaging. A transient ischemic attack (tia) was thought to be probable. The patient was at home in stable condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of pump thrombus. Although a specific cause for this finding could not be conclusively determined, the thrombus would have contributed to the sudden decrease in pump flow which was confirmed through the evaluation of the submitted log files. Additionally, a direct correlation between the device and the reported events of neurologic dysfunction, peripheral thromboembolism, chest discomfort, hypotension, and nausea could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 16¿ from the pump header. The distal portion of the pump cable was returned attached to the modular cable at the inline connector. The outflow graft, outflow graft attachment and outflow graft bend relief were not returned with the device. A thread protector was present on the pump cover outflow. The apical cuff was not returned with the device, so the cuff lock was returned disengaged. Upon disassembly of the returned pump, visual inspection of the pump rotor revealed a dark-red, tissue-like thrombus formation that was occluding the eye and vanes of the rotor. The non-laminated structure of the thrombus as well as its lack of adherence to the pump rotor surfaces suggests that it likely did not form in the rotor; however, the specific origin of the thrombus as well as a duration of time for which it was present in the pump could not be conclusively determined through this evaluation. Although a specific cause for the observed thrombus formation could not be conclusively determined, the thrombus was obstructing a significant portion of the blood flow path and would have contributed to the reported low flow events observed in the submitted log files. Upon removal of the deposition, (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis, neurological events (not stroke-related), and peripheral thromboembolism, as adverse events that may be associated with the use of the hm 3 lvas. Section 6, ¿patient care and management¿, also lists thromboembolism, and neurologic dysfunction as potential late postimplant complications. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 6 of the IFU instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 8, ¿equipment storage and care¿, states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, ¿living with the heartmate iii¿, instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room (ER) after a syncopal episode at home with continuous low flows. Log files displayed multiple strings of consecutive low flows beginning on (B)(6) 2023. Log files also displayed transient low speed advisory alarms on (B)(6) 2023 due to a momentary change in the pump set speed. The patient started to become symptomatic in the ER with chest discomfort, hypotension, and nausea. The patient's blood pressure was initially 70/50 and the patient was started on dobutamine and norepinephrine with improving pressure. The patient's troponin was 0.04 and their renal function was stable at the patient's baseline. The patient's b-type natriuretic peptide (bnp) was 161. Complete blood count (cbc) was unremarkable. An echocardiogram (echo) and computed tomography (CT) chest were performed upon admission. The patient was admitted to the intensive care unit (ICU) for further management. The echo revealed a small thrombus in the back of the left ventricle. The pump was exchanged on (B)(6) 2023. The patient was doing well post-exchange and was out of the ICU on (B)(6) 2023.